Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the patient's ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced.